Event description:
Reported by surgeon who saw patient in his office post discharge after a shoulder surgery, that part of the tip of the pain pump catheter was found in the incision. Dates of use: two days. Diagnosis or reason for use: post op local pain control.